Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed elevated capture threshold on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.